Event description:
It was reported that the right atrial lead had dislodged after implant and fell into the right ventricle. The patient did not experience any adverse events due to the dislodgement. The lead was believed to be dislodged by the placement of a swan catheter after the original implant. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.5 cm. Analysis was normal. No anomalies were found.